Event description:
It was reported that the patient received inappropriate therapy. A review of the egm showed possible lead fracture or insulation break. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.